Manufacturer narrative:
Manufactures investigation conclusion: the pump has not been returned since the patient¿s expiration and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Death is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2019. The cause of expiration is unknown. Additional information was requested but was not provided.